Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device this incident, it was determined that the drawer was failed and unable to recover. A field service engineer (fse) involved the technical support specialist (tss), and the customer explained that there had been an issue with nurses being able to scan in. The agent checked all settings. The issue occurred due to user error. Later, the fse reseated the row board cable, and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed and gave hardware error. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.